Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, non-sustained right ventricular oversensing episodes were noted due to noise on the lead pace/sense vector. Alert for nsrvo was noted on (B)(6) 2018. The lead also exhibited a single episode of low impedance. Lead issue was suspected. The patient was seen in clinic on (B)(6) 2018. Noise was not reproducible upon isometrics. No intervention was performed. The patient will continue to be monitored.

Event description:
New information states that the patient presented via remote transmission on (B)(6) 2020. Upon review, it was noted that the patient received multiple inappropriate shocks caused by lead noise being oversensed resulting in ventricular fibrillation detection. Lead revision was discussed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information noted that on (B)(6) 2020, rv lead was capped and replaced. The patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.